Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that retainer ring was missing or broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = missing. The pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2021. The pump was received with missing retainer. Unable to lock a test p-cap into the reservoir compartment due to missing retainer and missing reservoir tube o-ring. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the history file shows that on 09/09/2021 at 05:01 there was one (1) pump error 53 (linenumber = 459 filenumber = 32000) alarm and one (1) pump error 3 motor processor communication (linenumber = 2723 filenumber = 124) alarm followed by one (1) pump error 3 motor processor communication (linenumber = 1379 filenumber = 26) alarm at 05:11 occurred. Per r&d engineering the pump error 53 was triggered in the motor code due to limited massage queue capacity. This is the sw issue. Fixed in 5.1 release. Pump error 3 was the consequence of the pe53. Open-book was generated due to 3 sequential pe53. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. The force sensor zero offset is within specification (21.9 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: missing retainer, serial number stained and faded, end cap address label faded, stained keypad overlay, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) alarm, pump error 53 alarms, pump error 3 alarms are confirmed due to software errors. Missing retainer is also confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.